Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30162753l number, and no internal action was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrilation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot occurred. During the procedure, a thrombus adhesion was observed to the catheter tip. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The patient has not exhibited any neurological symptoms since the procedure completed. A smartablate generator was used on power control mode. The issue of thrombus on the catheter tip has been assessed as MDR reportable.